Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a revaclear 300, an external dialysate leakage at the level of the venous pole was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the device showed a blocked hansen, or dialysate port. The solid material blocking the top of the port was determined to be polyurethane. The fluid leak during priming could have been caused by the blocked port. The reported condition of leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.